Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit. Replaced the new main board pcb (printed circuit board) unit boots up and then switches off. Tried replacing the turbine pcb (printed circuit board) but it does the same thing with the new turbine pcb (printed circuit board). If the customer put the old main board back the unit switches on normally. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator wont boot up. The patient was being transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.